Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that a final angiography at the end of the index procedure identified a possible type iii (fabric) in the middle of the stent graft. The physician added another endurant limb inside the first one and the endoleak was resolved. The cause per the physician statement is unknown. No additional clinical sequelae were reported and the patient is doing fine. The review of several returned angio images from a video, revealed that the ipsilateral limb and extension were positioned within the right iliac, and the contra limb and extension within the left iliac. The left common iliac appears to be aneurysmal, and the distal end of the left limb landed near the left common/external iliac bifurcation. There is contrast (blush) seen within the left common iliac artery, from a likely endoleak near the distal end of the left limb. The endoleak may be a type iii fabric, but cannot rule out a type IV endoleak. Another iliac limb is then seen placed to the distal level of the previously placed iliac limb, overlapping the area of the endoleak, and final angio image showed that the endoleak appeared to have resolved. The cause of the endoleak could not be determined from these images.